Event description:
It was reported that an anti-fog agent (sl lens cleaner) was used during the procedure. It is possible that the attachment of the distal cover was insufficient because an inexperienced staff member was performing the pre-use preparation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned to olympus for evaluation and was observed to be cracked. However, since the subject device was used during the procedure, testing was performed with distal covers from other lots and the major root cause is as follows: inadequate usability in the design of the distal end cover, which does not support consistent attachment or detectability of improper attachment. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it was determined that the distal cover was likely not properly attached to the scope and easily detached due to a load during the procedure. Since it is difficult to visually detect the attachment of this device, it is possible that the description in the previous instructions for use (IFU) manual was insufficient. However, the root cause could not be identified. Furthermore, olympus has revised the IFU to add detailed inspection and attachment instructions for the distal cover. The event can be detected/prevented by following the IFU which state: (IFU at time of occurrence) ¿section 8.2- inspection of the distal cover: should any irregularity be observed when inspecting the distal cover, do not use it. A distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the distal cover could cause patient injury. Confirm that the distal cover is free from any irregularities such as cracks, chips, pinholes, or deformation.¿ (IFU at time of occurrence) ¿section 9.3 - attaching the distal cover: never use a distal cover with cracks or pinholes. Replace it with a new one. If a distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the distal cover with cracks may cause patient injury due to sharp edges. Do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover or the endoscope. These products may cause cracks in the distal cover. If a distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. Gently hold the distal part of the bending section and the distal cover. Align the opening side of the distal cover with the lens side of the distal end of the endoscope. Put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover. Hold the distal part of the bending section. Pull the distal cover gently to confirm that the distal cover on the distal end of the endoscope does not slip and come off. Twist the distal cover gently in both directions and confirm that the distal cover on the distal end of the endoscope does not slip and come off. Confirm that the distal cover is free of cracks or deformation.¿ (current/ revised IFU) ¿attaching the distal cover - section 9.3 and section 9.4¿ ¿section 9.4: the distal cover will deform when it is attached to the endoscope. Therefore, if it is attached correctly, the connection part with the endoscope inside the distal cover will become deformed.¿ this supplemental report includes additional information added to b5, h4, h7, and h9. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is related to the following patient identifiers: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after an endoscopic retrograde cholangiopancreatography (ercp), when the scope was removed from the body, the subject device was not attached to the tip of the scope. When the scope was inserted again and checked, it was found that the subject device had fallen off near the duodenal papilla. The subject device was able to be retrieved, and the procedure was completed. It took about 5 minutes to retrieved the device. The scope was reinserted and retrieved using another device. The retrieved device was also torn at the bottom front, indicating that it had broken and fallen off. There was no particular discomfort during the case, and the patient did not notice that the tip hood had fallen off. The facility nurse also performed the reattachment, and it was able to be attached without any discomfort. Pre-use inspection was performed and there were no abnormalities found.